Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Block h6: device code 2907 captures the reportable event of coil detachment of device or device component inside the patient. Block e1: initial reporter state: (B)(6) block h10: the returned tria ureteral stent was analyzed, and a visual evaluation noted that the device has the bladder pigtail detached. The suture string was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the stent was returned without the suture string, which is evidence that the stent was manipulated. Therefore, the failure found (bladder pigtail detached) is an issue that could have been generated by the user or due to the interacting of the device with the suture string. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a procedure, performed on (B)(6), 2020. According to the complainant, during the procedure, after the physician deployed the stent inside the patient, the physician pulled the suture and the pigtail detached and came out with the suture. The implanted stent was removed and another tria ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a procedure, performed on (B)(6), 2020. According to the complainant, during the procedure, after the physician deployed the stent inside the patient, the physician pulled the suture and the pigtail detached and came out with the suture. The implanted stent was removed and another tria ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.